Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that he does not believe the infusion device delivers insulin correctly. Normal blood glucose is approx 120 mg/dl. On the morning of (B)(6) 2011, blood glucose was 250 mg/dl after pt delivered a 4.5 unit bolus. Pt's lifestyle had not changed. This concern had been ongoing for 10 days prior to the report. No alarms were received on the infusion device. Infusion device was possibly exposed to magnetic and ultrasound therapy. Infusion device was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Add'l details were not provided.